Event description:
It was reported that an ac adaptor has a "bulge on it." It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the power cord to have a bulge on the side. A replacement power cord has been ordered for the customer the power cord was supplied to the manufacturer, if additional information is received, a supplemental report will be provided.